Event description:
Pt undergoing device (ICD) explant in conjunction with laser lead extraction. Device explanted without complication. Right ventrical lead extraction begun with laser. (Left superior vena cava) pt became apneic, hypotensive and bradycardic, code was called.

Event description:
Add'l info rec'd from MFR 3/29/01: device not returned for analysis.